Event description:
On a pt being trended with another MFR's ncpap driver but with sensormedics' ncpap nasal generator, the attachment straps came loose from the nasal generator attachment rings. The generator had moved up the pt's face and the open attachment ring had pierced the eyelid. The injury required a couple of sticker but the eye was not harmed.